Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found sensor broken. Missing broken part. It could not be confirmed if the customer received sensor damaged due to it being returned opened/used.

Event description:
The customer reported via phone call that she inserted a new sensor but the transmitter was not connecting. She removed the sensor and found that the cannula was missing. Blood glucose value was 100 mg/dl. The sensor was replaced and returned for analysis.